Manufacturer narrative:
The company representative was unable to duplicate the reported symptom. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. Datascope's manager, compliance contacted the account to obtain additional info related to the event, and to offer clinical assistance in the event that the triggering difficulties that were reported may be the result of clinical factors. The customer's biomed stated that they have not had any further issues with the iabp. There are no strips from the time of the event available for review, and no clinical assistance is required.

Event description:
The customer reported that while the iabp was in use with a pt, they were unable to trigger on ECG, and pressure trigger was intermittent. No pt injury was reported.